Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent a transplant. The patient was elevated due to frequent arrhythmias. The patient's aicd was discharging, and they experienced some lightheadedness and dizziness. The arrhythmia was ventricular tachycardia, and the patient was shocked out of it. It was not sustained. The arrhythmia was not thought to be device or therapy related and the patient had a history of arrhythmia pre-lvad. The pump operated as intended. The pump was explanted and will be returned for evaluation. Then it would be returned back to the customer.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the report of ventricular tachycardia could not be conclusively established. Evaluation of (B)(6) did not reveal any device-related issues. The patient underwent a heart transplant on (B)(6) 2023. It was reported that the patient was elevated on the transplant list due to frequent, non-sustained ventricular tachycardia (vt). The patient experienced dizziness, lightheadedness, and aicd (automatic implantable cardioverter-defibrillator) discharging. The patient had a history of vt prior to left ventricular assist device (lvad) implant. It was reported that the heartmate ii lvad operated as intended, and the arrhythmia was not thought to be lvad related. The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump housing, and the distal portion of the driveline was not returned (figure 1). The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 3.75¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were returned connected appropriately. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.